Event description:
"A proximal relay pro bare stent 36x199 was deployed proximally first just distal to the lsa without issue. A second relay pro bare stent 40x154 was deployed as a distal extension into first relay pro in the descending aorta. Upon trying to release the proximal clasp in position 3, the device failed to release. After some manual manipulation of the delivery system, several attempts at trying the position 3 mechanism, the black clasp in 3 was rotated the other direction and pulled back and the clasps released. Estimated time of 5 minutes for proximal clasp to release. The remainder of the deployment was done and case completed." Patient outcome: "patient is doing fine post procedure and will spend the night in the ICU per hospital protocol."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.